Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during dwell 2/4 of their automated peritoneal dialysis therapy. Reportedly, while hospitalized, a supply bag fell and became disconnected from the supply line of the homechoice set due to it having been stacked on top of the heater bag during therapy. The hp's nurse then wiped the spike of the supply line and the administration port of the supply bag with iodine solution and gauze and reconnected the supply line to the supply bag. Baxter's tsc assisted the hp in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the hp's nurse.